Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented during implantation procedure. The right atrial (ra) lead was not able to be fixated, therefore, the physician implanted another ra lead. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of lead was difficult to insert was not confirmed.